Manufacturer narrative:
Other, other text: additional information is provided in h.2., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. A device history record review is not applicable in this case because the defective component is not evaluated or tested in any way during our internal manufacturing process and the manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that upon incoming inspection the ventilator accessory was rejected due to what appears to be an "embedded particle". No patient was involved.

Manufacturer narrative:
B3: date of event and d4: UDI number are unknown, no information has been provided to date. The reported device is a pneupac babypac accessory. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.